Manufacturer narrative:
Corrected field : h6 (medical device ¿ problem code) updated fields: b4. G3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions, component code), h11 a getinge fse was dispatched to evaluate the issue and he found that the safety disk was to replaced. He replaced the safety disk after replacing the safety disk (d202-00-0140), an all-manifold test was performed and it was confirmed that there were no problems with the membrane test. Operation was confirmed based on the inspection record sheet and it was confirmed that the equipment is currently in good condition and working.

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
Corrected field : h6 ( investigation findings ) updated fields: b4. G3, g6, h2, h11.

Event description:
It was reported that during user inspection, leak test error occurred on cardiosave intra-aortic balloon pump (iabp). There was no patient involvement.

Manufacturer narrative:
Due to character limitation, below field are added from e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.